Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the emergency room after receiving inappropriate shocks due to noise that was oversensed. The noise was not able to be reproduced. The lead was suspected to have fractured. The patient was seen for a lead revision procedure where the lead was explanted. During the revision procedure, the patient sustained a perforation which resulted in cardiac tamponade and surgical intervention. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.